Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was trying to get in touch with the manufacturer¿s representative (rep) because she had a tug of war with her dog to prevent the dog from running into the highway. Now she was hurting where her implant was, across the back, down the legs, had severe headaches, pain in the spine, and especially the middle and lower spine and around the ribs and it also hurt up the neck. The patient was concerned she had done severe damage. It was noted the patient was not able to see their physician currently because of insurance but she would continue to once the insurance issue was resolved the first of the month. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.